Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5; b3; b5; b6; d6a; d6b; h6.

Event description:
Healthcare professional additionally reported clustered cyst. The device has been explanted.